Manufacturer narrative:
Date received by manufacturer on the followup report was incorrect of 12feb2017. The correct date should have been 12feb2018.

Manufacturer narrative:
Review of the customer data shows levey jennings reports with one 1-2s flags at level 2 control for lot 79072ui00. The ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Accuracy testing was completed using the likely cause lot number 79072ui00. The testing met acceptance criteria and therefore the lot performs as expected. A search for any non-conformances associated with the lot was performed; no issues were identified for this complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. A systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated falsely depressed tsh of 28.27 uiu/ml on a sample that tested 42 uiu/ml at a reference lab. The account uses a tsh treatment cutoff of 30 uiu/ml. No impact to patient management was reported. No specific patient information was provided.